Event description:
Customer's mother reported hospitalization due to high blood glucose. The paramedics were called to transport customer to hospital. The blood glucose reading at the time of the event was 427 mg/dl. Customer was at school and high blood glucose went high. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.